Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to slightly loose drive support disk. The operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump was received with broken battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a compromised force sensor system alarm. The customer's blood glucose level was unknown. The customer stated the drive support cap was sticking out and the dome label sticker was missing. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.